Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone insulin pump exposed to fluid. Customer's blood glucose level was 75 mg/dl. Customer advised the plunger came out and the insulin went into the insulin pump. Troubleshooting for the device exposed to fluid was performed. Customer advised that the insulin leaked out of the reservoir. Customer was able to perform the self-test and passed. Customer was advised to monitor the insulin pump since they ran out of reservoirs and to revert to a backup plan. Customer was advised supplies would be sent out to them.